Event description:
It was reported that the insulin pump alarmed during prime rewind process. The blood glucose reading is 200 mg/dl. The insulin squirted out of the insulin pump. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to a protruded/loose drive support disk. Cracks at the battery tube thread, reservoir tube lip and scratches on the reservoir and lcd windows were noted.